Event description:
Guidant received information that this implantable cardioverter defibrillator (ICD) was explanted for premature battery depletion. Another device was successfully implanted. The device was in service 39 months.